Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that a patient received a 5-fu infusion over approximately 30¿34 hours instead of the programmed 46 hours. Review of the pump event history showed multiple start-stop cycles and pauses while the patient was at home; however, it was unclear whether these were device-initiated or user-initiated. The pump alarmed with the message ¿unknown medication cassette removed.¿ the programmed infusion rate was 1.9 ml/hr with a total reservoir volume of 110 ml, although only 32.5 ml was present in the medication bag. The delivered volume could not be verified, as the pump had not been cleared prior to use and displayed 77.55 ml infused. The patient experienced increased nausea and generalized malaise and was treated with IV fluids and antibiotics in the clinic. The event occurred while in use at the patient¿s home.